Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A distributor reported physician complaint that the depth and corneal cut during astigmatic keratotomy (ak) procedure did not meet the expected results. Additional information has been requested.

Manufacturer narrative:
The investigation results show that the most probable root cause for the depth difference of incisions was concluded a too short waiting time between cuts. A new version of the software with an extended waiting time between incisions can fix the problem. An internal investigation was opened to address the reported issue. The manufacturer internal reference number is: (B)(4).